Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. Narrative: it was reported that patient had mesh implanted for stress urinary incontinence. Due to dyspareunia, pelvic pain and persistent urinary incontinence, the mesh was removed on (B)(6) 2009.

Manufacturer narrative:
It was reported that patient concurrently underwent total abdominal hysterectomy and transvaginal bladder neck suspension.

Event description:
It was reported that patient concurrently underwent total abdominal hysterectomy and transvaginal bladder neck suspension.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.